Manufacturer narrative:
(B)(6). (B)(4). Neither device nor applicable imaging studies returned to manufacturer for evaluation.

Event description:
It was reported that on: (B)(6) 2011, the patient underwent left c3-4 transforaminal epidural. On (B)(6) 2011, the patient underwent injection of right trochanteric and gluteus medius bursa. On (B)(6) 2011 , the patient presented for general evaluation and MRI of cervical spine. Impression :posterior disk bulges at c3-4, c5-6, and c6-7 appears relatively stable. On (B)(6) 2012, the patient underwent emg study ,motor nerve study and sensory nerve study. On (B)(6) 2012, the patient presented for follow up. On (B)(6) 2012, the patient presented for cardiac clearance before carpal tunnel . On (B)(6) 2012, the patient presented for hematology , urinalysis , coagulation general chemistry. On (B)(6) 2012 ,the patient underwent an anterior cervical diskectomy at c3-c4 as well as right carpal tunnel release. The patient had radiological examination of cervical region. Per op notes following procedures were performed : c3-c4 anterior cervical discectomy and decompression of neural elements at c3-c4 with preparation of inferior endplate of c3 and superior endplate of c4 for interbody fusion. Interbody allograft fusion at c3-c4 utilizing 6-mm allograft. Anterior cervical instrumentation at c3-c4 utilizing 24-mm plate with screws. On (B)(6) 2012, the patient presented for the imaging study which indicated posterior grade 3 midline annular tear at l4/l5 and grade 1 or 2 left annular tear at l5/s1. On (B)(6) 2012 , patient presented for follow up and evaluation. On (B)(6) 2012, the patient presented with back pain and underwent plif at l4-5. The MRI of lumbar spine revealed disc damage . Per op notes, preoperative diagnosis: l4-l5 disc collapse with neural foraminal narrowing with discogenic pain at l4-l5 with back pain and spinal stenosis at l4-l5. Procedures performed: l4-l5 decompressive laminectomy with bilateral medial facetectomies and foraminotomies at l4-l5. Interbody prosthetic device placement and interbody fusion l4-l5 utilizing 13-mm peek cage packed with local morsellized autograft. L4-l5 posterior instrumentation utilizing pedicle screws and rods. L4-l5 posterolateral fusion utilizing local morsellized autograft and allograft. Per op notes rongeurs was used to perform a decompressive laminectomy at l4-l5 and bilateral medial facetectomies and foraminotomies was performed utilizing a high speed drill and kerrison rongeur for complete decompression of the thecal sac and nerve root at this level. The work performed was much more than the standard approach for the posterior interbody fusion. The l4-l5 disc was incised with #11 blade and a posterior lumbar discectomy was performed at l4-l5 utilizing pituitary rongeurs, peapod rongeurs, and curettes. The inferior endplate of l4 and superior endplate of l5 was prepared for interbody fusion utilizing the rotating cutters and the curettes and then a 13mm peek cage packed with local morsellized autograft was hammered into the l4-l5 disc space for interbody prosthetic device placement and interbody fusion at l4-l5. The pedicle finder was passed through the pedicle into the vertebral body. The pedicle probe was used to ensure bone. Surrounding the trajectory, and the pedicle screw was placed under direct fluoroscopic supervision. The pedicle screws bilaterally at l4-l5 were then connected to rods and set screws were torqued off for posterior instrumentation at l4-l5. The drill was used to decorticate the transverse processes bilaterally at l4-l5 and drill out the facet joint bilaterally at l4-l5 and this region was packed with local morsellized autograft and allograft for posterolateral fusion at l4-l5. Rh-bmp2/acs has been used in the surgery. On (B)(6) 2012 , the patient presented for radiological examination. Impression : the slight posterior migration of the metallic markers at the interbody fusion site at l4-5 since the previous study. On (B)(6) 2012, the patient visited the facility for medicine refill. On (B)(6) 2012, patient presented for follow up and evaluation. On (B)(6) 2012, the patient presented for removal of extruded l4-l5 graft with redo fusion. Admission diagnosis: l4-l5 posteriorly extruded posterior lumbar interbody fusion cage likely due to non fusion. The previous incision was opened overlying l4-l5. A combination of sharp and blunt dissection was used to dissect down through the subcutaneous tissue and dissect out the site of the previous laminectomy at l4-l5 and hardware at l4-l5. The posterolateral fusion was explored utilizing the curettes and noted to be forming quite solid in appearance and there was no obvious pseudoarthrosis present. A redo left l4-l5 hemilaminotomy medial facetectomy and foraminotomy was performed utilizing the rongeurs and high speed drill. The previous extruded graft at l4-l5 was identified and removed. The inferior endplate of l4 and superior endplate of l5 was prepared for interbody fusion utilizing the curette and bone putty was inserted into the interbody fusion space for non-structural interbody allograft fusion. The previous posterolateral fusion site was scraped utilizing the curette and packed with local morsellized autograft and allograft for posterolateral fusion on the left at l4-l5 redo fusion confirming that the compression was complete off the nerve root. On (B)(6) 2012 and (B)(6) 2013, the patient presented for lumbar spine CT. Impression : there are postoperative changes to the lumbar spine at l4-5 posterior lumbar fusion and laminectomy. The previously seen posteriorly migrated l4-5 intervertebral disk spacer, on the CT scan dated (B)(6) 2012, has been removed. The high t2 signal and enhancement involving the mid and posterior aspects of the l4-l5 endplates and residual disk regions likely represent a postoperative/fusion changes and less likely infectious etiology. There is interval resolution of the previously seen fluid collection in the posterior lumbar soft tissue which was seen on prior CT scan dated (B)(6) 2012. There is a new minimal sized l3-l4 posterior disk bulge. Incompletely imaged multi-loculated cystic structure in the right pelvis region which could represent a ovary. This was seen on the prior MRI dated (B)(6) 2011. Pelvic ultrasound would better evaluate it's significance. Assessment ((B)(6) 2012) : neck pain, herniated cervical disc, cervical spine stenosis, herniated lumbar disc, lower back pain, carpal tunnel syndrome, unspecified secondary hypertension, cervical disc degeneration. On (B)(6) 2013, the patient presented with low back pain with right leg and hip pain. Tingling and numbness in foot. He also got re-evaluation of c-spine MRI and l-spine xrays. On (B)(6) 2013, the patient presented with following diagnosis : pseudarthritis, degeneration of lumbar spine, failed fusion. On (B)(6) 2013 , the patient presented for pre-op evaluation of radiating pain in neck and forearm